Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified vessel. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during firs tinflation at around 9-10 atmospheres for 5 seconds, the balloon ruptured. The device was removed and completed the procedure with a different device. There were no patient complications reported. Patient was in good condition.